Manufacturer narrative:
Code 22 - updated statement for this code: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis infection.

Manufacturer narrative:
Conclusions code 2: added code.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: endoprosthesis infection.

Event description:
The following information was received by gore: on (B)(6) 2013, this patient underwent an open surgical procedure for a type a thoracic aortic dissection. Reportedly, the patient had also undergone previous open surgery for abdominal aneurysm as well thoracic aneurysm repair. On (B)(6) 2014, an endovascular re-intervention was performed and the patient was treated with a conformable gore® tag® thoracic endoprosthesis in zone 0 of the ascending aorta. Pre-operatively, the maximum aneurysm diameter was found to measure 84 mm. With an onset date of (B)(6) 2017, the patient was reported to have suffered from mediastinitis and bloodborne infection secondary to urosepsis. An infected mediastinal hematoma and an acute infection of the implanted thoracic endoprosthesis were also reported. On (B)(6) 2017, the patient reportedly entered antibiotic medication treatment to treat the infection and received vacuum assisted wound closure therapy between (B)(6) 2017, and (B)(6) 2017. On (B)(6) 2018, follow-up positron emission tomography imaging identified an aneurysm diameter of 40 mm.